Event description:
It was observed that during the device evaluation, the colonovideoscope had image issues, to include no image, lines in image, and flickering image. Additionally, the auxiliary water channel had white detergent solution. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunctions: component failure, to include the device has charged coupled device failed. Based on the results of the investigation, it is likely the following led to the white residue: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.